Event description:
Additional information: the no external power alarm was caused by a staff member accidentally knocking the cord for the mobile power unit (mpu) out of the wall during a non-left ventricular assist device (lvad) related surgery for the patient's shoulder. The patient's controller was plugged into the system monitor at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days (04aug2023 ¿ 15aug2023 per timestamp). On (B)(6) 2023 starting at 2:37:49, low power hazard and power cable disconnect alarms activated due to a loss of ac power while connected to the mobile power unit (mpu). At 2:37:52, the alarms transitioned into no external power alarms. The alarms cleared once ac power was restored at 2:38:17. The backup battery was able to provide power to the system as intended during the event. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6) was not returned for analysis. A root cause for the reported event was determined to be the ac power cord being accidentally unplugged at the wall outlet, as communicated by the customer. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. C, section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook, rev. D, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm when on the mobile power unit. A review of the log file revealed a no external power alarm on (B)(6) 2023 at 0237 while connected to the mobile power unit.